Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode. A technical support specialist identified that the stations were off by several minutes, updated the system time accordingly, and confirmed that the station exited from the critical override status successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device on critical override and disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.